Event description:
The remstar auto a-flex device was returned to the third party service center for evaluation. During the evaluation, the device was scrapped and found evidence of blower foam degradation. The foam particles were inside the blower kit and dust fail contamination was noted. Additionally, the service technician also noted error code e-123: err_data_abort_exception was present. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.